Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 11/10/2010, 11/17/2010, and 11/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).